Manufacturer narrative:
Additional information: e1(first name, last name). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the instrument was fully applied. The device displayed nicks on the knife blade, the instrument body was split, and the safety feature was broken off. Functional testing noted the disengaged rear pin due to the instrument body split was reassembled. A representative anvil was used, and the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. It was reported that the tissue was partially cut, the staples did not form, a component disengaged into the patient cavity and the device made a strange noise. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue could occur if the instrument was forced to fire without green in the window. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that the green bar is visible in the indicator window prior squeezing the handle for firing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy, when the machine was fired, the tissue was partially cut and the staples did not form. The staples have not closed and have fallen open into the patient cavity. So the anastomosis remained open, and they had to convert to open surgery to retrieve the staples and proceeded to create a temporary colostomy to resolve the issue. When the lever was pulled, a strange noise was heard and when they opened they saw that there was no staple. The staples were removed by hand and with the vacuum cleaner. The surgery was extended by more than thirty minutes. The incision was extended by more than one inch. The patient was hospitalized. There was patient injury.

Event description:
According to the reporter, during a sigmoidectomy, when the machine was fired, the tissue was partially cut and the staples did not form. The staples have not closed and have fallen open into the patient cavity. So the anastomosis remained open, and they had to convert to open surgery to retrieve the staples and proceeded to create a temporary colostomy to resolve the issue. When the lever was pulled, a strange noise was heard and when they opened they saw that there was no staple. The staples were removed by hand and with the vacuum cleaner. The surgery was extended by more than thirty minutes. The incision was extended by more than one inch. The patient was hospitalized.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy, when the machine was fired, the tissue was partially cut and the staples did not form. The staples have not closed and have fallen open into the patient cavity. So the anastomosis remained open, and they had to convert to open surgery to retrieve the staples and proceeded to create a colostomy to resolve the issue. The surgery was extended by more than thirty minutes. The incision was extended by more than one inch. The patient was hospitalized.